Event description:
It was reported that the pt has expired approximately after duration of 3 months, due to unknown reason. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.